Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture (loc) and high out of range pacing impedance measurements. High threshold measurement was noted. Attempts to obtain additional information were unsuccessful. This lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.